Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Service tech was unable to verify reported problem. Found that the blower demand exceeded alarms in the event trace, with the last recorded alarm being on (B)(6) 2020. Connected a known good patient circuit and ac adapter. Powered the unit on with the customer's settings. Passed 64.5 hours of extended testing. Passed the initial final test and the initial alarm volume test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator shows blower demand error. At this time, there is no information regarding patient involvement associated with the reported event.